Event description:
During a percutaneous nephrostomy, a cope mandril wire was placed through the needle of the nephrostomy set into the rental pelvis. The wire guide appeared to kink, and when it was pulled back through the needle, the tip came off in the renal pelvis.